Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-06030. It was reported the patient could not enable MRI mode. Diagnostics showed high impedances. In turn, the leads were repositioned on (B)(6) 2021 to address the issue.